Event description:
It was reported by service report that the footboard was damaged at delivery. No adverse consequences have been reported.

Manufacturer narrative:
Result: foot board connector. Shipping damage.